Event description:
Ous MDR - it was reported that the lead was explanted and replaced due to loss of capture.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to conforming to specifications and without defects. Especially the measurement values of the electrical analysis were within the technical specification. No anomalies could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.